Manufacturer narrative:
One 6f pacel pacing catheter was rec'd for eval; no visible surface anomalies were noted. The device was electrically tested for open circuits, short circuits, and correct resistance values. The distal electrode was 6.8 ohms; ring electrode was 16.4 ohms, which were both within spec. Manipulation of the catheter during electrical testing confirmed stable resistance values within spec. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Results of investigation revealed no anomalies during electrical testing. Therefore, the cause for the reported pacing difficulties remains unk.

Event description:
It was reported the electrode did not function properly; it did not "stimulate".